Manufacturer narrative:
Device received stuck in critical pump error (open book image) and unable to download due to severe corrosion on all electronic assemblies. Unable to verify flashing medtronic logo or flashing white lcd anomalies due to critical pump error. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flashing. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. The customer reported that the pump was alarming and the screen was flashing with white light. The customer was assisted with troubleshooting and the display was flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.